Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities and passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.

Event description:
Additional reporting was received that surgery occurred to explant the system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-03861, 1627487-2020-03862, 1627487-2020-03864. It was reported that patient experienced ineffective therapy. Surgical intervention may be pending to address the issue.